Event description:
See manufacturer report 2032545200701608. The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. This was the second capsule attempted for this pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.